Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm that the device shut down, however, it was revealed that the device software did not boot up properly. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device shut down and would not power off. There was no patient harm or serious injury reported as a result of this incident.